Event description:
It was reported that the patient's pain had intermittently gotten worse. Despite escalating doses of intrathecal morphine, bupivicaine and clonidine, the patient was not getting much relief. A pump myelogram suggested "some catheter obstruction perhaps at the lumbosacral region". The catheter was noted to still be in the upper lumbar spine. The catheter was replaced in 2009. At the one month follow-up appointment, it was noted that the patient's post-operative clinical course was complicated by sciatica. The abdominal and low back incision was well healed with no discharge or dehiscence. There was mild erythema on the right lateral edge of the abdominal incision. Oral antibiotics were changed to bactrim ds.